Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that tip damage and difficulty loading catheter into the guide wire occurred. A 15mm x 2.50mm nc quantum apex balloon catheter was selected. However, the device would not load into the unspecified guide wire. It was noted that the tip of the device was bent. However, returned device analysis revealed shaft perforation.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of a nc quantum apex balloon catheter with a shelf box. The batch number on the returned packaging and device matched the batch number for this complaint. There was contrast in the inflation lumen. The balloon was tightly folded. The inner shaft was buckled/bunched with a hole 21cm from the proximal balloon bond. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. The inner diameter (ID) of the catheter was measured at both ends with a calibrated pin gauge set which is within the nc quantum apex specifications. The guidewire used in the procedure was not received with this device. A .014¿ forte guidewire was used for functional testing. Functional testing was performed by loading forte guidewire into the tip of the catheter and advancing through the wire lumen; however, resistance was encountered at the buckled shaft and wasn¿t able to advance through the entire wire lumen. The diameter of the hole in the inner shaft was slightly larger than the outer diameter (od) of the forte guidewire, which may be consistent with perforation of the inner shaft wall with the end of a guidewire during clinical use or preparation for clinical use. There was no evidence of any product quality deficiencies contributing to the damage or loading difficulty. Product analysis results are consistent with the reported information. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).